Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable troponin t hs stat results from the cobas e411 rack analyzer. The initial result was 0.025 ng/ml with a data flag. The repeat results were 0.007 ng/ml and 0.006 ng/ml. The questionable result was not reported outside of the laboratory. The reagent lot number was 56661100 with an expiration date of 31-mar-2023.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The instrument was checked by the field service engineer, but no anomalies were detected. As no other issues were reported, the event was consistent with a preanalytical issue.